Event description:
It was reported that a flogard infusion pump alarmed for door open. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and alarm log review confirmed the open door alarm. This alarm was caused by a missing magnet. The magnet was replaced in order to fix the reported condition. The pump passed all tests and was returned to the customer in working order.